Event description:
Patient was being prepped for surgery on 03/26. After his IV was started, his lines were being prepped to run maintenance fluids. As I went to attach the bifuse, it immediately snapped at the blue connector piece with hardly any pressure attached. After obtaining a new bifuse and finishing the line setup, I saved the broken piece of equipment for further analysis. There was no patient involved. There was no detectable harm in this event.